Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump does not "make infusion." No other information is provided. This complaint is being reported due to the allegation that the pump does not deliver insulin.

Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings. The black box shows several unexplained loss of prime events. Unable to perform test steps and adequately investigate the history settings complaint due to very dim/faded display screen (see 2531779-2015-44752). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.